Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) incomplete.

Event description:
It was reported that the anchor could not be fixed since the anchor was pulled out when the surgeon inserted to the patient¿s body during the surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and evaluated. The anchor was inspected visually under magnification. This device was received in a condition with the anchor already deployed of off the inserter with no suture attached. The suture was not returned along with the anchor indicating its usage. This complaint was thus confirmed. The anchor itself revealed no structural anomalies. The inserter and the slide cover seemed to be in a good condition and no anomalies were observed on either of the two. There were no details provided regarding the patient¿s bone quality or other instruments or techniques used to complete the procedure. We cannot discern a root cause for this failure. Further, an incorrect lot number was reported by the affiliate. A follow-up was done to check the lot number reported by the customer, however, the number reported was found to be incorrect and no more information could be obtained from the hospital facility. The complaint device was received but there were no numbers etched on the device and hence the lot number could not be confirmed. Hence, this complaint will be processed considering that that lot number is unknown. The incorrect lot number precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not available.